Event description:
The customer contacted the response center requesting assistance with pulling log data related to a specific or bed and alarms in 2008.

Manufacturer narrative:
The customer contacted the response center requesting assistance with pulling log data related to a specific or bed and alarms in 2008. This request was made in two months after the incident occurred. The customer indicated that he believed a death had occurred and that the issue was associated with legal involvement, but no details could be provided. There was no allegation of a device malfunction and no info to support that the device was a factor in the pt's incident. Attempts were made to gather additional info from risk management but calls were not returned from the customer. No on site support was provided. The customer was able to gather the logs which were reviewed with the biomed. The alarm logs had an earliest date of the month after incident, and did not include any entries related for alarms or user acknowledgements for the date in question. Therefore the logs do not contain info pertinent to the incident timeframe. The biomed was questioned, but was unable to provide any further details other than he believed a death had occurred. Based on the limited info provided, the absence of any allegation of malfunction and the failure of the customer to respond to requests for additional details. No further investigation can be performed at this time. The available info is not sufficient to support that there was any malfunction or user error.